Manufacturer narrative:
Evaluation summary: customer reported a postoperative inflammation. Based on the report the symptom was caused by the shunt was touched to iris. The symptoms alleviated after receiving treatment. The shunt remains implanted. No data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. No sample was returned, therefore, the condition of the product could not be verified. Because a sample was not returned and no lot number or serial number were indicated for this complaint, the root cause cannot be determined. Additional information has been requested. (B)(4).

Event description:
A doctor reported postoperative inflammation following a glaucoma filtering device implant procedure. The symptom was caused by the shunt touching the iris. It was noted that strong inflammation was confirmed on postop day 2. The patient's intraocular pressure (iop) was low. The patient was treated with steroids and antibiotics. Product sample is unavailable for return as it remains implanted.